Event description:
Related manufacturer report number for the fluid ingress and damage on the original modular cable: 2916596-2023-05830. Related manufacturer report number for fluid ingress on the newer modular cable: 2916596-2023-06654.

Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress within the pump cable inline connector could not conclusively be determined as no images were provided by the account and no product was returned for evaluation. The controller event log file from (B)(6) contained events spanning from (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023 and (B)(6) 2023, communication b fault flags were active; however, these faults did not persist long enough for an alarm to activate. The pump appeared to have been operating as intended at the fixed speed. The controller event log files from (B)(6) contained relevant, overlapping events on (B)(6) 2023 and from (B)(6) 2023 to (B)(6) 2023. A brief driveline power fault alarm was activated on (B)(6) 2023, which was immediately preceded by a power b broken fault. The alarm later resolved on its own. An additional driveline power fault alarm was captured beginning on (B)(6) 2023; however, the onset of this alarm was not captured as it was overwritten by newer data. The alarm resolved after the driveline was disconnected from the system controller on (B)(6) 2023, which was consistent with the reported inline (superior) modular cable connector cleaning. No additional driveline power fault alarms were observed after the cleaning. The pump appeared to have been operating as intended at the fixed speed while the driveline was connected to the system controller. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting,¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault and driveline communication fault, as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care,¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5, ¿alarms and troubleshooting,¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to damage on the entirety of the cable. During the modular cable exchange, the patient was switched to their backup controller. A self-test was completed and passed after the exchange, then about 5 minutes later a driveline power fault alarm occurred. The driveline power fault alarm was manually cleared at 11:18am but returned at 11:50am. Log file review confirmed a driveline power fault. Log file review from the old primary controller found brief f20 flags that did not persist long enough to generate a driveline communication fault. The modular cable damage combined with data from both controllers may be indicative of a poor connection within the superior modular cable connector due to moisture ingress. The superior modular cable connection was cleaned on 31jul2023, and all alarms resolved following the completion of the procedure. Related manufacturer's report: 2916596-2023-05830.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.